Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had a uti because they raised the volume of the stimulation. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that patient has had two utis since 2017, however the root cause was unknown. The hcp stated that it could possibly be related to patient's underlying urinary dysfunction and stated that it is not related to the device and/or therapy. No further complications were reported.